Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Device evaluation: the device was returned for analysis in good condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported problem was duplicated when powered on device and there was no recirculating water. Removed back panel for further investigation. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. The design of the product caused the problem. Replaced main printed circuit board (pcb), return tube, and tank cap. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 received no power, platters are pulling away from the back, tank cap missing. No patient adverse events reported.